Manufacturer narrative:
The device has not been returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however, the most probable cause could be attributed to the operator¿s technique. The instruction manual for use states, ¿care should be taken not to damage the bony structures, surrounding mucosa, chorda tympani, facial nerve, or any external tissue when applying heat to the wire loops. The smart thermal handle and tip produces a sufficient amount of heat to activate the smart piston within one second of activation. The shape-memory properties of the nitinol are designed to aid the surgeon in the crimping of the wire loops around the incus or malleus. In most cases, further crimping will not be necessary, however, the surgeon should always check the wire loops to determine if additional manual adjustment (tightening or loosening) of the crimp should be made. Following placement of the prosthesis, the ossicular chain is palpated, and the movement of the prosthesis is inspected.¿ as part of our investigation of this report, olympus made multiple follow ups by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that the smart stapes piston implant will not auto crimp correctly and becoming loose overtime affecting the patient¿s hearing. The physician performed a smart piston case on (B)(6) 2016. It was reported that two months ago, the computerized tomography (CT) scan showed a displaced prosthesis. The patient is scheduled for a revision surgery on (B)(6) 2017.